Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2026 due to hyperglycemia. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 24 and 36 hours. The patient reported that the pod, worn on the back of her left arm, developed painful "fatty pockets" where insulin accumulated under the skin. The patient stated she was diagnosed with diabetic ketoacidosis (dka). Symptoms reported included high blood sugar, angina, and anxiety. The patient also reported ¿felt like I was having a heart attack,¿and tenderness and swelling at the infusion site. The patient was treated with intraveneous (IV fluids), lasix and tylenol. The patient also reports having a chest x-ray. The pod was removed and discarded in the hospital. The patient was released the following day. A new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 2.1.0 operating system: 26.5 hardware: 17.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.